Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. A lot review was performed via the enterprise platform for integrated quality (epiq) using a search on the batch number. Conclusively, there are no additional complaint(s) related to the associated batch, and the reported issue.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient experienced hemoptysis during a cardiomems sensor implant. The procedure was aborted, and the patient was taken for further imaging. The hemoptysis resolved on its own. The patient was hospitalized for one day staying overnight for observation and is stable.